Manufacturer narrative:
(B)(4). During visual inspection it was noted that the patient connector and the titanium adapter did not connect flush. Functionally hand tightened a lab titanium adapter and tested set underwater at 8 psi with no leaks or issues noted. The complaint was confirmed in the lab for titanium adapter did not connect flush; however, the root cause was not determined. A batch review of the manufacturing lot was not possible, because the lot number was unknown. Renal quality engineering, along with plant manufacturing/quality personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same as or similar to product distributed within the u.s.

Event description:
A gap between the titanium adapter and the patient adapter was found. The titanium adapter was almost separated from the patient adapter. The transfer set had been in use for 90 days, the patient had been on peritoneal dialysis for 3 months, and the patient was performing continuous ambulatory peritoneal dialysis. There was no patient injury or medical intervention.